Event description:
During follow-up, there was alleged premature battery depletion noted on the device. The device was explanted to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The field complaint of premature battery depletion was not confirmed. The device was received in normal working conditions with battery voltage above elective replacement indicator (eri). The device triggered to eri after explant during the lab analysis. Electrical and mechanical tests were performed, including battery assessment at various amplitudes did not find any anomaly. The total projected longevity were within the expected range.